Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level ranged from 300 mg/dl to "high"; although specific value was not provided. A correction bolus was delivered to address bg. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy.